Event description:
A chronic seizure patient was admitted to the hospital. Due to epic emr, she was not given one of her home meds, perampanel. It was listed as a non-formulary home medication, and was defined as "not available," so not given. It was not listed among her medications, so it was difficult to see the error. The patient then had a seizure (blood in and around mouth). Other seizure medications were increased before the error was identified. FDA safety report ID# (B)(4).